Manufacturer narrative:
Analysis found that the pump exterior had a damaged port. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a new pump prior to implant. It was reported that the silicon piece around the catheter port began to come apart when they were removing the cap from the catheter port. After the piece started coming off the healthcare provider was trying to get the catheter on but "was not able to spin it due to the silicon piece coming apart and/or up on the catheter port." It was reported a back up pump was used for the implant and that the damaged pump would be sent to the manufacturer for analysis. Additional information was received from the rep indicated the pump was mailed back last week for analysis. It was noted the cause of the event was not determined. No further complications were reported/anticipated or expected.